Event description:
A falsely depressed vancomycin (vanc) result was obtained on a patient sample. It is unknown if the result was reported to the physician. The result was questioned within the laboratory and the sample was rerun and a higher result was obtained and reported. It is unknown if patient treatment was changed on the basis of the falsely depressed vanc result. There is no report of adverse patient impact due to the falsely depressed vancomycin (vanc) result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the likely cause for the falsely depressed vancomycin result is unknown. The instrument is performing within specifications.